Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. It was noted that the patient had twiddlers syndrome. The patient experienced no complications.

Manufacturer narrative:
(B)(4).